Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion and delamination of the valve. A leak test and microscopic analysis were performed which identified: total delamination of the valve and a striated opening on the anterior side. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure) and a striated opening on the anterior side due to surgical damage consistent with the use of some surgical tool. The reason for reoperation: deflation.

Event description:
Device has been explanted.